Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(4). Batch: 18453426.

Event description:
It was reported that the patient was experiencing loss of stimulation due high impedances on the leads. The patient underwent a lead explant procedure. The patient was doing well postoperatively and programming went well.